Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, several misfires regardless of the amount of pressure applied or the thickness of the material to be clipped. Legs not juxtaposed or crossed. Some clips advanced inappropriately after firing. Unknown how case was completed. There were no adverse consequences for the patient.